Manufacturer narrative:
Zimmer biomet complaint (B)(4). The warnings in the package insert state this type of event can occur. The product was not returned by the hospital for evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of two for the same event. Report one of two is reported on MFR #: 0001032347-2017-00809.

Event description:
A hospital representative reported a next day reoperation due to bleeding. Attempts for additional information were made, but no further information has been provided at this time.